Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor error during the rewind process. The patient's blood glucose was reported as normal, and they did not require medical treatment. There were prior motor error alarms noted in the alarm history. No further details were provided, and the insulin pump was not returned or replaced at this time.